Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that an unknown eclipse vena cava filter allegedly detached, tilted, and was unable to be removed after an attempted but unsuccessful removal procedure. This patient had no reported patient injury. This report was received from one source. The patient was a male, age and weight were not provided.

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt, filter detachment and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown.section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that an unknown eclipse vena cava filter approximately four years post vena cava filter deployment, the patient was diagnosed with dvt and caval thrombosis. Furthermore, a procedure demonstrated the filter allegedly detached, tilted, and embedded. The device has not been removed after an attempted but unsuccessful removal procedure. This report was received from one source. This event involved one male patient, age and weight were not provided. This patient had no reported patient injury.